Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer lost the pump for about 1 month and the battery depleted. When the pump was found, the pump was plugged into charge and a malfunction alarm occurred. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.